Event description:
It was reported that during a lap sleeve gastrectomy procedure, every time a 12 mm device was inserted, air was leaking out of the trocar through the obturator holes on the sides of the cap causing a loss of pneumo-peritoneum. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Eval summary: the instrument was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.